Event description:
The customer received a blood glucose reading of 400 mg/dl on the breeze2 meter, re-tested on a different meter and the reading was 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control and sample strips were sent.